Event description:
Customer reported that the insulin pump returned an error alarm after a new battery was inserted. Blood glucose level was not provided. No further info was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. No button response due to open j2 connector on lcd board. J2 connector was then closed, a21 test performed and passed. No a21 alarms noted. (B)(4).